Event description:
Confirmed fracture high impedance - greater than 3000 ohms removed st jude lead wilh laser extraction. Replaced st jude lead with new st jude lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).